Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced missing component of product. This event occurred twice. The following information was provided by the initial reporter. The customer stated: incident description: absence of rubber element at the stopper. Stage of the process at which the incident was detected: 1- sampling> before use / in the packaging.

Manufacturer narrative:
The MDR for (B)(6) is a duplicate of MFR report # 9617032-2021-00832 already submitted. This changes the reportability of this complaint. This MDR should be considered cancelled." See dt number 3213358.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced missing component of product. This event occurred twice. The following information was provided by the initial reporter. The customer stated: incident description: absence of rubber element at the stopper. Stage of the process at which the incident was detected: 1- sampling> before use / in the packaging.